Event description:
End-user, who has been using the device for a couple of weeks, reports skin at the left lower quadrant presented with a 'red, itchy, weepy' scattered rash accompanied by small ulcers, located under the tape collar. It is reported that the primary md ordered end-user to use mometasone furoate cream 1% required for treatment of excema to treat this rash; moreover, this order was given via telephone consult not from an actual office visit.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user stated she uses adhesive remover to remove her wafers, washes with dove soap and water, rinses and dries her skin. The end user went on to state she applies allkare protective barrier wipe to skin, allows to dry then applies her wafer. The end user was educated on skin care. The end user also stated she was prescribed ecema medication by her primary medical doctor via a phone in order. No add'l pt/event details have been provided to date. Should add'l info become available a f/u report will be submitted. A return sample for eval is not expected.